Event description:
It is reported that pt experienced pain. Revision surgery confirmed loosening and breakage of left l4 screw.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info becomes available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).